Event description:
Customer reported a false negative urine hcg result compared to a serum quantitative result. A female patient in (B)(6) was tested after having two positive home pregnancy tests. The exact date of the testing was not provided; caller stated that the testing occurred 'last week sometime'. A serum quantitative test was performed with a result of 357 miu/ml. No other patient information was provided.

Manufacturer narrative:
Lot number: hcg1080272. Expiration date: 07/2013. Control lot: 20miu/ml hcg urine lot: hcg120130-01,100miu/ml hcg urine lot: hcg110307-01, 241.0iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5) the 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5) the 241.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5) conclusion: from retain testing with in-house controls, the client¿s result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, log number and batch record; no abnormal results were found. Customer¿s observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.